Event description:
It was reported the single use electrosurgical knife, approximately half of the distal ball tip was chipped. The issue occurred during a therapeutic electrostatic discharge and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.